Event description:
Study event. Device malfunction: none reported. Symptoms/ae: stroke. Time of symptoms/ae: one day post-procedure. It was reported that during a stenting procedure of a very narrow and 99% stenosed right internal carotid artery (ric), slow flow was reported that was felt by the investigator as secondary to a non-abbott filter. The patient experienced a stroke the following day. During the procedure a non-abbott filter wire was used for distal protection due to narrowness of the ric. Sluggish flow occurred immediately after pre-dilatation with a non-abbott 4mm balloon that was not imroved with intra-arterial nitroglycerin, post-dilatation, or placement of a second overlapping acculink stent, but ultimately improved immediately upon retrieval of the filter device. As the filter showed gross amounts of embolic material upon visual examination, the investigator therefore, concluded that the sluggish flow as due to poor runoff due to the large amounts of embolic material in the filter device. One day post-procedure, the patient experienced left visual field deficit and left extremity sensory loss. MRI of the brain done the same day showed several foci of gyral signal increase involving the right hemisphere consistent with acute foci of embolic infarct. The same day, the patient signed out of the hospital ama. Two days later, during a phone call to the patient at home, the patient denied having any symptoms and agreed to return for a 30 day followup visit. No additional information is available.

Manufacturer narrative:
The second rx acculink carotid stent system, part# 1011343-30, lot# 6050351 is indicated, and is being field under the same manufacturer report number.